Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check, the implantable cardioverter defibrillator exhibited a charge time limit reached. Upon review, it was discovered that the patient previously required over 40 appropriate high voltage therapies due to ventricular tachycardia/ventricular fibrillation days prior. No intervention was reported. During a follow up visit, normal charging was observed. The patient was stable.